Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an atrial lead revision, it was noticed the rv was pulled back at well. The lead was explanted when repositioning was unsuccessful. The patient was fine post procedure.